Manufacturer narrative:
Correctly connected the connector in the sib (sensor interface board) to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, when connecting the equipment, screen showed the error message: ventilate manually. The mechanical ventilation was not available. There was no reported patient involvement.